Event description:
Ndc 76329-1912-1 package insert states it is only compatible with alaris® pca (patient-controlled analgesia) module, model: 8120. Alaris just informed us "the firmware on the new alaris pcu will determine the syringe selection. The ims (intramuscular stimulation) syringe is no longer on the compatibility list and will not be recognized with the new devices." So currently due to alaris, this pca syringe is not compatible with any system on the market for administration.